Manufacturer narrative:
Records indicate this device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room with six shocks. It was found that patient had been inappropriately shocked for sinus tachycardia which resulted in therapy exhaustion. It was noted the patient had not taken their medication. Reprogramming options were discussed. No adverse patient effects were reported.